Event description:
Pt was scheduled for a endograft repair of thoracic aneurysm. When graft was opened, it was discovered to be cracked before it was used. Another graft of the same size was in stock and was opened, however if the other graft of the same size had not been available, there could have been serious problems ie. Pt would have been sent to recovery and an additional procedure performed after getting the correct graft.